Event description:
This lead was explanted and replaced because the shock impedance rose above 150 ohms. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The inspection revealed a squeezed lead body between 46 cm and 51.5 cm distal to the is-1 connector pin. The conductor cable to the rv shock coil was found fractured in this area. At the df-1 connector, a fractured conductor cable to the svc shock coil was observed. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to excessive traction forces. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.